Event description:
A report was received that states that the shaft of the tracheostomy tube broke. Reporter stated that the broken part aspirated into pt's left main bronchus. According to report, the foreign body was removed using flexible bronchoscope.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.